Manufacturer narrative:
Approximate age of device - 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent transcatheter aortic valve replacement(tarv) on (B)(6) 2018 for severe aortic insufficiency(ai). The patient was stable post-operatively on milrinone wean. Review of the log file by the manufacturers technical services representative showed low flows with high pi readings. Additional information provided on (B)(6) 2018 indicated that the low flows were thought to be a result of the tavr and the patient had depressed right ventricular(rv) function. The patient was on post-operative management for the tavr.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was sep 13, 2018.

Manufacturer narrative:
The report of low flow events can be confirmed based on the submitted log file. The controller periodic and lvad event and periodic log files appeared to capture the pump operating as intended. Per the vad coordinator, the low flows were likely related to the patient¿s tarv and ai and not the device. The patient remains ongoing on vad support. No product available for investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.